Event description:
During an orthopedic surgery using medtronic navigation's treon system, surgeon drilled a hole in patient and inserted one pin of the quick release base and tightened it. He couldn't loosen the screw to get the second pin in. He twisted the base around the pin to get it off. He then removed the base and had to bang on it to get it to loosen. The base is now broken. There was no impact to the patient, but the doctor had to drill additional holes to get the base attached.

Manufacturer narrative:
Weight was not available at the time of this report. Ortho base was reported as after tightening not being able to release. Product was returned damaged with a threaded insert broken free. No further investigation possible.